Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. The complaint was unable to be confirmed due to unavailability of the returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, it appeared a pinhole occurred by touching a calcium in sinotubular junction (stj) since moderate calcification was observed there. The presence of calcification can create a challenging anatomy for balloon inflation. It is possible that the balloon interacted with the stj calcification during positioning. Calcification can compromise the integrity of the balloon leading to the reported leakage. Although a definite root cause was unable to be determined, available information suggests patient factors (calcification) contributed to the reported event. The complaint for balloon leak was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient factors (calcification) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) , during deployment of a 26mm sapien 3 valve with nominal volume, inflation resistance disappeared when 20ml (-3 ml than nominal volume) of contrast solution was injected. Blood was observed in the syringe while deflating the balloon, indicating balloon damage. When rapid pacing was turned off, the patient developed pulseless vt. Dc shock was given at 150j and the patient returned to sinus rhythm. Post dilation was performed with a 25mm balloon catheter. The valve position was satisfactory and the procedure was completed. The aortic annulus diameter measured 455.0 mm2 and there was moderate aortic valve calcification. Per the physician, it appeared a pinhole occurred by touching a calcium in sinotubular junction (stj) since moderate calcification was observed there. The pulseless vt was considered to be related to longer rapid pacing.